Event description:
It was indicated that the patient was seen to have vns turned off device for MRI and reported that she was unable to feel stimulation. The neurologist saw the patient and reported that the patient had a bad seizure. The patient later reported to the case manager directly that they had a strong seizure and that their magnet/device was not working. Information was received that the patient had a battery replacement due to battery depletion. Per hospital policy the replacement took place, their protocol is to discard explants. No additional relevant information has been received to date.